Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units counterpulsation balloon does not work. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4) mfg report number 2249723-2022-01693.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4). Mfg report number 2249723-2022-01693.